Event description:
It was reported that during implant attempt, after the leads were connected to the device the lv (left ventricular) impedance was high. The physician tried to unscrew and screw the lv setscrew, but found that the setscrew was not in the casing. The physician tried to add a new setscrew, but the lv grommet was damaged, so the physician chose to not use the device and replace it with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).